Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. The failure was due to a faulty input connector. The faulty input connector was replaced, the device was tested and passed all tests. The device was returned to the customer. Additional part used: glidescope avl video baton 3-4, catalog: 0570-0313, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the image was intermittently flickering. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.